Event description:
It was reported that all keys other than the on/off button and the soft keys on a pump keypad are inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #3, #4, #6, #7, #8, #9 and (.) Keys to be inopeprable. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (e.g. When the #2 key is pressed the #2 key followed by the ok key is entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.